Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in on piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found two external insulation abrasions at 7.6 ¿ 7.8 cm and 10.1 ¿ 10.8 cm from the connector pin breaching the optim sheath only in the proximal region consistent with friction to the device can.

Event description:
This report is to advise of an event that occurred during analysis.